Event description:
In 2007, co received a medwatch report that stated that a patient underwent an egd/colonoscopy on april 27, 2007 and during the procedure, the physician determined that the patient's bowel was perforated. The procedure was aborted and the patient was transferred to a nearby hospital for surgical intervention. The patient was reportedly in stable condition following surgery. The facility claimed that following the procedure, the device appeared broken and a tear was noted with sharp metal edges exposed. The user facility referenced in the report was contacted for additional information regarding this event. The facility has provided limited information regarding the circumstances of the event, and have declined to return the device for evaluation. The facility stated that they plan to dispose of the device at some unspecified time in the future. Additionally, the user facility claims that the device was cleaned, leak tested, and reprocessed in a steris machine according to their established protocols prior to the procedure. No additional relevant information was provided.

Manufacturer narrative:
The device referenced in this report will not be returned to co for investigation. The cause of the patient's outcome cannot be conclusively determined.